Manufacturer narrative:
Lead: model: unknown, lot# unknown, implanted: unknown, explanted: unknown; lead: model: unknown, lot# unknown, implanted: unknown, explanted: unknown.

Event description:
It was reported that a trial patient experienced a shocking or jolting sensation while stimulation was turned on. Stimulation was intermittent. The patient did not feel stimulation on the left lead and did not get symptom relief. She only felt stimulation in the buttock area when she switched to the right lead. She felt stimulation briefly, and if she increased stimulation above 4.0volts she felt the shocking sensation. The patient had an appointment with her hcp schedule for (B)(6) 2011 to remove the temporary leads and discuss options. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient felt a shocking sensation due to the fact the patient had the stimulator box turned up too high. The patient was instructed on how to use the text box. The intermittent stimulation was caused by the patient lying in certain body position and not adjusting the amplitude knob. The patient was educated that certain body positions such as standing, sitting or lying down might produce stronger or lighter stimulation. The patient was also educated that she might have to adjust the amplitude knob on the text box to make stimulation comfortable. Once the patient was re-educated on how to use the text box the rest of the test went smoothly. The patient outcome was a successful test. The patient was thinking about moving onto implant however an implant date had not been scheduled.